Event description:
User detected the needle cannot be advanced, then changed to another same device to complete the procedure. Patient outcome: "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." Patient/event info - notes: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Patient end. 2. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Lung. 3. Please describe the size of the intended target site. 4. What is the endoscope manufacturer and model number that was used with this device? Pentax ultrasound bronchoscopy. 5. Was gaining access to the targeted site difficult? Yes. 6. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 7. Was needle penetration of the targeted site difficult? Yes. 8. Was the stylet in place inside the needle when advancing into the targeted site? Yes. 9. How many biopsies were obtained with use of this needle? 0. 10. Did any section of the device detach inside the patient? No. 11. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 06/25/2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: 1 unit of lot number c1994162 of echo-hd-22-c was returned for evaluation. The device related to this occurrence underwent a laboratory evaluation on 04 april 2024. Visual inspection: kink below sheath extender observed, distal end of needle examined, and no issue observed, stylet removed from device, stylet examined, and no issue observed, functional inspection: sheath extender able to advance and retract without issue, needle able to advance and retract without issue, attempted to reinsert the stylet into device but would not pas the kink below sheath extender, needle removed from device and kink observed below sheath extender. Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c1994162 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label. The notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Also, section intended use of the instructions for use (ifu0077) states: ¿this device is used with an ultrasound endoscope for fine needle biopsy, (fnb), of submucosal lesions, mediastinal masses, lymph nodes and intraperitoneal masses within or adjacent to the gastrointestinal tract.¿ there is evidence to suggest that the customer did not follow the instructions for use ifu0077. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to off label use. It is stated in the additional information that the customer used echo-hd-22-c device in lungs. Q2. ¿please describe the location in the body for the intended target site (pancreas, stomach, etc). - lung ¿. As per medical affairs ¿use of an echo-hd-22-c in the lung is considered an off-label use.¿ user/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Therefore, it is possible that advancement issue reported was related to off label use identified. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for similar events.